Manufacturer narrative:
The device was returned to zoll corporation for evaluation. The reported malfunction was observed but not verified during testing. The lcd display module was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.